Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nexiva closed IV catheter system leaked "around the pink hub". No serious injury or medical intervention was reported.

Event description:
It was reported that bd nexiva closed IV catheter system leaked "around the pink hub". No serious injury or medical intervention was reported.

Manufacturer narrative:
No samples or photos were returned in support of this complaint. Obsesrvations and testing could not be performed because units were not received for investigation of this incident. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The defect leakage at adapter tubing junction; as stated as the reported code could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Investigation conclusion: no sample- without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.